Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine playback printed circuit board and the cine hard drive. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to perform cine playback. No pt injury was reported.